Manufacturer narrative:
Results evaluation codes: review of information supplied by hospital reveals this to be a user error. The hospital is aware that this was not a product malfunction as the tb and insulin packages are very clearly marked. The back side of the unit packages, for the tb syringe, have tuberculin printed twice in large black letters. The back side of the insulin syringe packages are printed with bold orange with u-100 insulin. When the packages are "peeled" open, the tuberculin printing should have been very obvious to the clinician.

Event description:
User alleges they keep their insulin and tb syringes in a drawer together vertically. An agency nurse saw "orange" and went to work (she is accustomed to thinking "gray" is tb and "orange" is automatically insulin based on her experience at a different facility she works more often at). Hospital policy is that a nurse must have someone else "verify" medications. She had someone do that for her the first time, but not the second time. The nurse gave insulin to a patient in a tb syringe, not once but twice. She thought the insulin syringes were color coded universally to tray. Patient sent to ICU and was monitored. No further details provided.